Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was placed to provided palliative relief for a malignant tumor(approximately 4cm long) within the sigmoid/descending colon. Post procedure the patient woke up with pain. A perforation was confirmed near the distal end of the stent/tumor; there was air present in the peritoneal cavity. Emergency surgery was performed to remove the stent and tumor. The patient anatomy was reported to be slightly tortuous due to the normal anatomy at this location and some distortion from the tumor. The patient was reported to be in stable condition post surgery. The physician believes the perforation was related to both the stent eroding through the bowel wall and weakness of the bowel from the tumor.